Manufacturer narrative:
Evaluation summary: the reported incident that combination reamer assembly omega standard was alleged of issue s-36 (component / device stuck) could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the alleged issue can not be determined. The IFU ¿v15011 rev m 06-2015 instruments IFU ot-IFU-152¿ was reviewed: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; [..] In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.¿ [original statements] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated. Device was discarded.

Event description:
When reaming for the omega lag screw, 704011s became lodged in the 704005 and was unable to come out, thus the reamer became unusable. We also had to replaces the guide wire. Rep clarified that "we had to toss the reamer and guide wire after we finished reaming. We used a new guide wire to put the lag screw in."

Event description:
When reaming for the omega lag screw, (B)(4) became lodged in the (B)(4) and was unable to come out, thus the reamer became unusable. We also had to replaces the guide wire.

Manufacturer narrative:
Device was discarded by the hospital. Additional information was requested and if received will be provided on a supplemental report. Device was discarded.